Event description:
Crrt (continuous renal replacement therapy) machine set for zero fluid removal. 109 cc removed.patient observed. Did not notice any other discrepancies rest of shift, nor did following shift.biomed notified following day and given exact hr of incident. Discussed situation very briefly to crrt (continuous renal replacement therapy) md.

Event description:
Crrt (continuous renal replacement therapy) machine set for zero fluid removal. 109 cc removed.patient observed. Did not notice any other discrepancies rest of shift, nor did following shift.biomed notified following day and given exact hr of incident. Discussed situation very briefly to crrt (continuous renal replacement therapy) md.